Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was selected for use for the treatment of a 270 mm in length dissection. It was reported that the physician had difficulty flushing the delivery system and could not flush the air out of system. The device was not inserted in the patient. A second valiant stent graft system was successfully implanted. It was noted that no damage was visible to the device or packaging. The wire was passed through the device with no problem and no obstruction was noted; however, the physician was unable to flush the device. No clinical sequelae were reported and the patient is fine.